Manufacturer narrative:
Lot number - gr18g17033, gr19c01024, and an unspecified lot number. Three single-use devices were received for evaluation. One returned sample was attached to a vial and a drained solution bag. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. No particulate matter was observed in the vial, drained solution bag, or vial-mate device. The reported condition was not verified. For two returned samples, visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was also performed, and the vial mate devices worked as expected. The reported condition was not verified. A batch review was conducted for lot gr18g17033 and gr19c01024 and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 10 </noe> malfunction events. It was reported that at least ten (10) vialmate reconstitution devices cored the vial stoppers during reconstitution. At least 8 of the issues were noted prior to patient use, and at least 2 of the issues were noted during an unspecified process step. Of the at least 10 events, at least 8 did not involve a patient and patient involvement was unknown for at least 2 of the events. No additional information is available.